Event description:
It was reported that during a percutaneous rotational atherectomy treatment procedure, a vessel perforation occurred. Vascular access was obtained via the femoral artery. The 95 % stenosed lesion was located in the severely tortuous and severely calcified ostium of the left anterior descending (lad) artery. A 7f jl4 mach 1 guide catheter was advanced to the lad. A 1.25mm rotalink burr was advanced to the lesion. Two ablations were completed. On the third ablation, at 165,000 to 170,000 rpm's the burr perforated the vessel. However, it was "noted on film that it appeared as if the physician went down a small side branch which is where the perforation occurred". The device was removed from the patient intact. The perforation was successfully treated with a stent placed across the ostium of the lad. It was noted that "the patient has had two echocardiograms since then and everything looked fine¿. No patient complications were reported and the patient is currently doing ok.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).